Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that the insulin pump had missing end cap. The caller had not used in for years and the device was stored in a zip lock bag with a silicon pack to keep the moisture out. The customer wanted to make sure the device was safe to use. The blood glucose reading was 142 mg/dl. Assisted the customer reviewing the history alarm and noted an error alarm. No further information was provided.